Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed with the formed needle completely retracted. The adhesive pad and adhesive pad's welds were inspected, and no abnormalities were found that would contribute to a failure to adhere. In addition, there were no damages or defects observed with the needle mechanism, bottom housing, and adhesive pad that would contribute to a dislodging of the cannula. There were also no issues found with the needle mechanism that would result in a needle mechanism failure. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level was 330 mg/dl. A correction was administered; however, the patient's bg level rose to 351 mg/dl and finally dropped to 339 mg/dl. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn between 4 and 24 hours and was reportedly not sticking well to the infusion site (hip/buttocks), causing the cannula to dislodge. Ketones were checked and found to be small trace. As treatment, the pod was removed, a new pod was applied, and a correction was administered.